Event description:
Journal reference: alterman et al. "Sixty hertz pallidal deep brain stimulation for primary torsion dystonia" 2007/69/7/681-8. The aim of this study was to evaluate the safety and efficacy of 60hz deep brain stimulation (dbs) of the globus pallidus internus (gpi) in 15 consecutive pts with primary dystonia. The authors conducted a retrospective analysis of clinic charts relative to 15 consecutive pts with medically refractory primary dystonia who underwent stereotactic implantation of dbs leads within the gpi. They found that all pts tolerated dbs treatment well and concluded that stimulation of the gpi at 60 hz is safe and effective for treating medically refractory primary dystonia. After implantation of the dbs stimulator, surgical complications were restricted to two hardware-related wound infection. Both devices (ins model 7426 n=2) were removed and new devices implanted following an appropriate course of IV antibiotics. There were no serious adverse events related to the infections.